Event description:
It was reported that during implant, the right atrial (ra) lead was implanted and the threshold and sensing were tested on the lead. There was permanently no data measured. The ra lead was repositioned many times, but the parameters could not be further measured and it was recognized that the helix did not work anymore. The ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the proximal conductor was distorted and stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the inner insulation was torn, damaged guidetooth and the lead appeared damaged at implant. The analyst commented that the cross continuity failed due to inner insulations torn within the connector and the conductors are touching together. Lead was returned and had been stretched causing the inner insulations to buckle which prevents the helix functioning properly. Therefore, helix functions cannot be tested.